Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01481 for the other associated device information. It was reported to boston scientific that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. According to the complainant, for approximately three weeks the patient has presented with a slight redness around the stoma and pain in the stoma. A cultivation was taken on (B)(6), 2011. There is no damage to the j-tube and this device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.